Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's cgm was reading 190 mg/dl but the bg was 70 mg/dl. She stated that she became almost unconscious. Her husband called 911. The paramedics arrived and checked a fingerstick bg which was 40 mg/dl. She stated that the dexcom stopped working with a sensor error at that point. The paramedics gave her IV glucose and stayed for almost an hour, until she was stable with the bg at 175 mg/dl. At the time of the report she was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.